Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump keypad was not working properly and display goes on off. Customer's blood glucose level was unknown. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and p-cap or reservoir locked properly in place. Device received with pillowing keypad overlay. Device keypad became unresponsive during testing and isolated to the insulin pump casing/keypad. Unable to perform the self test due to unresponsive keypad.